Event description:
It was reported that as lvp 20d 3ss cv had a hole in the tubing. The following information was provided by the initial reporter: material no: 2426-0007 batch(lot) no: unknown it was reported that there is a hole in the tubing. Customer response 25-aug-2020: are you able to provide a date for the event? (B)(6) 2020. Are you able to provide the batch/lot no for the reported sample? No, I don¿t have the packaging to get the lot number. Are you able to return the product reported? Yes. Do you have the appropriate packaging materials to return the product? No. If not, bd can provide you with packaging materials. Was there any adverse event(s) as a result of the reported defect? No . If yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.) And date.

Manufacturer narrative:
It was reported that there is a hole in the tubing. Received from the customer is one used primary set model 2426-0007 lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found no anomalies throughout the set initially. Functional testing was performed by filling a lab IV bag with blue dye water and attaching it the set allowing fluid to flow through the whole set by gravity. The set leaked from a small hole at the top of the silicone segment (p/n 12088541) near the upper fitment. No other leaks were observed throughout the set. Closer inspection under a lab microscope no tool marks or crush marks on the upper fitment near the small hole. No further testing was able to be performed due to the leak. Equipment used for testing on (B)(6) 2020: optical ram-cnc eq 08204 (B)(6) 2021 device history record for model 2426-0007 could not be performed due to no lot number being provided by customer. The customer¿s report of a hole in the tubing was confirmed. Functional testing found the set leaked from the top of the silicone segment. Closer inspection under a lab microscope observed that the leak is due to a small hole in the silicone segment. No tool marks or crush marks were observed on the upper fitment near the small hole. Although the root cause of the hole damage could not be definitively determined, previous investigations have shown that this damage can occur during manufacturing, may be a pre-existing condition of the silicone raw material, or can occur during use or set loading. Manufacturing has investigated this failure under systemic investigation dir # (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv had a hole in the tubing. The following information was provided by the initial reporter: material no: 2426-0007, batch(lot) no: unknown. It was reported that there is a hole in the tubing. Customer response (B)(6) 2020: are you able to provide a date for the event? (B)(6) 2020. Are you able to provide the batch/lot no for the reported sample? No, I don't have the packaging to get the lot number. Are you able to return the product reported? Yes. Do you have the appropriate packaging materials to return the product? No. If not, bd can provide you with packaging materials. Was there any adverse event(s) as a result of the reported defect? No. If yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.) And date.